Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was detected on the patient¿s vns. No adverse events were reported. No trauma to the area reported. Surgical intervention is likely but has not occurred to date.